Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The main circuit board was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a super capacitor leak. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4) h3 other text : device received; evaluation pending.

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient involvement.